Manufacturer narrative:
In response to FDA report number: mw5092600. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported a right side "rupture" and exchange of textured breast implants due to the patient¿s concern with the product. Additionally, healthcare professional reported a right side "deflation". Device was explanted.